Manufacturer narrative:
The device evaluation is ongoing. Tests showed that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the charged coupled device lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in objective lens and charged coupled device lens could not be determined, since there was no deviation from instructions for use in reprocessing steps for the location where foreign material remained. And no physical damage was found at the location. The suggested event is detectable and preventable, by handling device in accordance with the following instructions for use: instructions for use states: the detection method in gif/cf/pcf-290 series, operation manual, chapter 3: preparation and inspection. Instructions for use states: the preventive measure in gif/cf/pcf-290 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.